Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. It was also noted that that control wire broke and no resistance was felt in the handle. The procedure was completed with the another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 05/01/2021 as the event date is unknown. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned. Microscope examination was performed, and it was confirmed that the yoke was attached to the control wire indicating the device was prematurely deployed. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional examination was performed between the hooks of the bushing, and it was noted that both sides a and b were within specification. Functional evaluation could not be performed due to the returned condition of the device. No other issues with the device were noted. The reported event was not confirmed. During product analysis it was found that the device had a premature deployment. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4) captures the reportable event of clip failed to release from catheter. (B)(4) is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. It was also noted that control wire broke and no resistance was felt in the handle. The procedure was completed with the another resolution 360 clip device. There were no patient complications reported as a result of this event.